Event description:
Hill-rom received a report from the account stating the bed's head will raise by itself (self-run). The bed was located at the account in the maintenance shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the self run due to the siderail cable being frayed inside the siderail. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the cable and hardware to resolve the issue. Based on this info, no further action is required.